Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported that the insulin pump had compromised force sensor system alarm. Customer stated insulin was squirting out during the manual prime process. Customer's blood glucose was 303 mg/dl. Troubleshooting was done. Advised customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during prime test due to faulty force sensor. No error alarm noted. The device was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.